Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction, occlusion, and pain are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. When he goes back for the next procedure, he will ask for a patient identification card with all of the information regarding the type of stents implanted and will follow-up with abbott. No additional event or patient information was provided. The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information.

Event description:
The patient reported that in early march the patient was experiencing shortness of breath and chest pain and underwent a revascularization (vessel unknown) involving the implantation of 2-3 drug coated stents, thought possibly to be xience. He stated he was not given a patient identification card but that all the literature he was given had abbott's name on it so that is why he called abbott. He was admitted on a sunday, revascularized on a monday and discharged on a tuesday. During the procedure, he experienced an extreme burning sensation to his brain/head and morphine was administered to control the pain. He stated he has not experienced the burning sensation since the procedure. He stated that when he asked the physician about the burning, the physician stated the burning was due to a heart attack that he had during the procedure. Additionally, he had excessive bleeding at the access site and his leg turned purple. Manual compression was started; however, this was not successful and a 10 pound sandbag was applied which successfully achieved hemostasis. He does not know if a closure device was used to try and achieve hemostasis. He has had no further bleeding at the access site. He is currently taking plavix and aspirin. He is worried about the burning sensation experienced during the procedure because he is scheduled for another procedure on (B)(6) 2011. He is concerned that the burning sensation could be due to an allergic reaction to the drug coated stent or the dye. He does not have any known allergies to metal.

Event description:
Subsequent to filing the initial MDR report, the following information was received: the patient saw his physician on (B)(6), 2011 and discussed the burning sensation experienced during the procedure in early march. The physician felt that he had not had an allergic reaction to the implanted stent or contrast but rather had experienced a blockage during the procedure which led to the patient's heart attack. He felt the blockage was most likely due to the guiding catheter (unknown type). The patient was able to clarify based on the patient ID card that only two xience stents were implanted in the obtuse marginal during the procedure in early (B)(6). The patient also underwent another procedure on (B)(6) to treat a new lesion located in the non-target vessel, right coronary artery (rca). The patient was experiencing balance issues which were thought possibly due to a stroke. A 2.75x18 mm xience stent was implanted in the rca and the balance issues resolved.